Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. Additional information indicated that the lead had fractured and was found out through visual inspection during the elective replacement of the device. This rv lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was retained by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.